Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31839605l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right sided idiopathic ventricular tachycardia / premature ventricular contraction (pvc) ablation with a thermocool smarttouch sf catheter and the patient experienced heart block that required hospitalization. After mapping a right-sided idiopathic pvc located next to the his, a good position to ablate could be highlighted. The first ablation led to an av-node block. After shortly pacing in the ventricle and a waiting time, the normal heart rhythm of the patient could take over again. Patient stayed in the intensive care unit (ICU) for observation for a potential pacemaker. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.